Event description:
Reporter noted using system parameters for one type of cassette, unaware that cassette supply had changed. Anterior chamber collapsed, a little fragment of iris was aspirated, and posterior capsule rupture occurred. A vitrectomy was performed, but some fragments of nucleus remain in vitreous. Perfers to wait for eye to be calm before performing a second surgery. Corneal endothelium is damaged, but to a lesser extent than anticipated.